Event description:
The customer reported that their pump screen was dark and wouldn't turn on, with the quick bolus/wake button being difficult to press. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on button pressing techniques and attempted troubleshooting to no avail until plugging the pump into a power source turned the screen on. The customer was informed to keep the pump plugged in until a replacement arrived. Additionally, the customer was instructed on steps to return the malfunctioning pump and was sent a replacement. The customer would use multiple daily injections as backup insulin therapy.